Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was degenerative disc disease/herniated disc pain and non-malignant pain. On (B)(6) 2016 it was reported that the pump was removed because it didn't work. The doctor who performed the surgery would do the surgery with the pump line to the spine, so the patient had the catheter disconnected and that doctor removed the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.